Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was found to have reached eri (B)(6) 2016, even though a previous estimation on (B)(6) 2016 was 2.7 years. It was noted that the estimation in february was an overestimation by the programmer and that the current calculated device longevity was correct. The patient was in good condition.